Event description:
Report received from (B)(6) states: "on the removal of the plugs at the end of the surgery, one of them broke. The missing piece cannot be retrieved on the pt. Nor on the operating field." Additional info received states: "the part of the plug which is inserted into the sclera broke during removal but the surgeon was unable to retrieve it. Perhaps it remained in the eye and he did not see it, perhaps it was out of the eye."

Manufacturer narrative:
Product has been requested however, it has not been received for eval. Sterilization and lot history records were reviewed and no exceptions were found.